Event description:
It was reported that the pt climbed over the bed siderails and accidentally pulled out the catheter. The pt was found lying on the floor and bleeding from the insertion site. The pt was returned to bed and immediately developed respiratory arrest. CPR was initiated, but it was not successful. No autopsy was performed and the exact cause of death is uncertain.